Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pin') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case upgraded to incident. Abdominal pain, bleeding-general abnormal bleeding, psych injury, bladder/urinary problems were added. Outcome of pelvic pain, abdominal pain, general abnormal bleeding, bladder/urinary problems were added. Essure insertion date and removal date were added. On 5-sep-2019: fu 2 and fu 3 are similar, same source document was received. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.